Event description:
No new patient or event information to report.

Manufacturer narrative:
Description of event: as reported, during a peripheral angiogram, the tip of the inner dilator included in a micropuncture transitionless stiffened cannula access set separated in the patient upon removal of the device. The device was used for difficult access and to facilitate introduction of larger devices. Resistance was reported upon removal, and the separated portion of the device was removed with a snare. The patient was reportedly "okay". Investigation ¿ evaluation a document based investigation was performed including a review of documentation, drawings, the instructions for use, manufacturing instructions, and quality control data. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was made out of specification. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied: ¿supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, and cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ a review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. With current limited information a definitive cause for this complaint could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Additional/corrected information: d10, h3: information was received 05nov2020 that the device will not be returned to cook. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Reporter occupation = cath lab operations manager. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a peripheral angiogram, the tip of the inner dilator included in a micropuncture transitionless stiffened cannula access set separated in the patient upon removal of the device. The device was used for difficult access and to facilitate introduction of larger devices. Resistance was reported upon removal, and the separated portion of the device was removed with a snare. The patient was reportedly "okay". There has been no report that any part of the device remained in the patient's body, that the patient required any additional procedures, or that the patient experienced any adverse effects due to this event.